Event description:
It was reported that a home (hp) device experienced air in the patient line without an alarm while using homechoice (hc) machine. This occurred during prime. The patient was not connected at the time of the event. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed.  Should additional relevant information become available, a follow-up report will be submitted.